Event description:
The end user reported to have developed a rash under the silicone border of aquacel foam ag adhesive dressing on the calf.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user was strongly advised to discontinue use of the product. It was strongly recommended that the end user try aquacel ag foam non-adhesive. From a clinical perspective, a causal relationship between the aquacel foam ag adhesive dressings and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No add'l info has been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. Reported to the FDA on: (B)(4) 2013.